Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
The reported events of device checks not occuring and inability to pair were confirmed. Based on the information provided, it was determined that the device had low battery. Per design, device checks are not completed when the device enters the low battery state.